Manufacturer narrative:
Please note that the device in complaint was not expected to be returned; however, on (B)(6)2020 the device was received. Based on this information, corrections were made to: 1. Section d. Box 10: device available for evaluation? (Do not send to FDA) 2. Section h. Box 3: device returned to manufacturer? 3. Section h. Box 3: device evaluated by manufacturer? 4. Section h. Box 6: method code 1, method code 2, and method code 3 5. Section h. Box 6: results code 1 6. Section h. Box 6: conclusions code 1 additional information was added to: 1. Section d. Box 4. Lot# 2. Section d. Box 4. Unique identifier 3. Section d. Box 4. Expiration date 4. Section h. Box 4. Device manufacture date results: the jetd was fractured beneath its strain relief approximately 2.5 cm from the hub. Bends were present along the length of the jetd. During functional testing, the jetd was advanced through a demonstration neuron max without an issue. Conclusions: evaluation of the returned jetd confirmed a fractured device and revealed that yield marks were present near the fracture site. The yield marks indicate that the fracture was likely a result of a kink. If the device is forcefully mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed bends along the length of the jetd. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
Additional 510(k)# that also applies to this complaint: k133317. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jetd reperfusion catheter (jetd). During the procedure, the jetd fractured. Therefore, the jetd was removed. The procedure was completed using another jetd. There was no report of an adverse effect to the patient.